Manufacturer narrative:
An evaluation of the device(s) cannot be performed as the device(s) was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2011-00978.

Event description:
It was reported that, "(B)(6), lateral and sunrise views of left knee show failed left knee replacement with varus deformity of the tibia in valgus deformity of the femur. A complete revision was done and the scorpio ts system was used during the revision surgery."